Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify frozen screens due to the display anomaly. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. Unable to confirm the frozen screens due to a white flashing display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a frozen display. The customer was calling back after installing a new battery and monitoring the insulin pump for two hours but the frozen display recurred. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.